Event description:
The pt was taken to the or, draped and anesthetized. The physician had made the necessary laparoscopic incisions and was preparing to cauterize when the cautery system was not functional. The staff began to troubleshoot by exchanging cautery pens, high frequency bipolar cables and the power supply units; nothing worked. After 45min-1 hour, the physician made the decision to abort the procedure. Biomedical and engineering were called to ensure all equipment and power to the surgical suite was appropriate. During this time, the staff realized all of the high frequency bipolar cables were manufactured by the same company with the same lot number. (Biomed confirmed the power supply units were functioning appropriately and engineering confirmed the power supply to the or suite had not been interrupted).